Manufacturer narrative:
Received one used. List #cl2100, chemolock¿ ; lot #unknown. Leak testing of the used cl2100 chemolock port from a sister complaint (B)(4) and used cl2000s chemolock returned with this complaint did confirm leakage. Testing revealed that used cl2000s chemolock functioned as designed and as expected without leakage when mated with a known good cl2100 chemolock port. Though there was some damage to the external surfaces of the spin feature of the cl2000s chemolock assembly it did not result in leakage. The complaint of cl2000s chemolock leakage was unable to be confirmed with the returned cl2000s chemolock assembly. A device history record review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The event involved a chemolock¿ with list number cl2000s where it was reported that chemotherapy was observed leaking while connected with cl2100 - chemolock¿ port. There was patient involvement but no report of harm or delay in therapy. No additional information was provided.